Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that a computerized tomography (CT) scan revealed that the patient experienced a hemothorax. The patient subsequently experienced a spontaneous retroperitoneal bleed, which was embolized. The patient then exhibited bloody vomit, which an esophagogastroduodenoscopy revealed was due to the patient's gastrostomy tube (g-tube) being too tight, and later experienced melena and bloody vomit due to a bleeding ulcer associated with the g-tube. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, bleeding is a known potential complication associated with the implantation of a vad pump. There was no evidence that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the need for placement of a g-tube, the progression of their underlying dis ease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a complicated three (3) month hospitalization. The patient presented to the emergency room (ER) with shortness of breath and was in respiratory distress. The patient was found to be tachycardic at approximately 118, febrile at 101.9, and the ventricular assist device (vad) speed was at 2800. The patient was intubated for respiratory failure and started on norepinephrine for mean arterial pressure (map) in the 40's. The patient was in septic shock and found to have metapneumovirus and methicillin-susceptible staphylococcus aureus (mssa) pneumonia. The patient¿s lactate was 10.6, international normalized ratio (inr) was 3.8, white blood cell count (wbc) was in the 30's, and creatinine (cr) was in the 6's. It was noted that the patient had no urinary output at time of foley catheter insertion. Chest xray showed multifocal pneumonia and they were given antibiotics. In additio n, repeat covid-19 tests were negative. Continuous veno-venous hemodialysis (cvvhd) was initiated, and they underwent multiple bronchoscopies over course of hospitalization. It was reported that the vad speed was adjusted throughout the hospitalization due to suction events. Head computerized tomography (CT) was negative and CT for infectious source showed a left pleural effusion and large left lung empyema. The empyema was thought to be cause of the sepsis. On (B)(6) 2020, they had a left thoracotomy and complete decortication, wash out, and partial pleurectomy. On (B)(6) 2020, transesophageal echocardiogram (tee) was negative and vad speed was 3000. The patient had a lactate dehydrogenase (ldh) of 945 but no clots were noted. They underwent a tracheostomy and a gastrostomy tube (g-tube) placed. A repeat CT was done on (B)(6) 2020 that showed a hemothorax with minimal output, and alteplase was given. Also, the patient required a hepatology consult for elevated bilirubin. On (B)(6) 2020, the patient had a bronchoalveolar lavage (bal) that grew escherichia coli and bacillus. Intravenous (IV) antibiotics were continued. A CT revealed a retroperitoneal (rp) bleed that appeared to be spontaneous, an embolization was done in interventional radiologist. They were slowly weaned off pressors and tolerated hemodialysis sessions. The patient had bloody emesis on (B)(6) 2020. An esophagogastroduodenoscopy (egd) was done and showed the g tube was too tight causing the bleed. Also, necrosis at the thoracotomy site was noted. The patient was taken for debridement and wound vac placement. On (B)(6)2020, aspiration pneumonia presumed. On (B)(6) 2020, they had melena and bloody vomit in which gastrointestinal showed bleeding ulcer from g-tube. The patient required pressor again and tested positive for coagulase staphylococcus cephalus on (B)(6) 2020. The patient was given meropenem and the g-tube was replaced. On (B)(6) 2020, they experienced emesis and rebound tenderness with abdominal pain. On (B)(6) 2020, tracheal staphylococcus aureus, serratia, and staph variance were found. Antibiotics were continued and the patient was discharged to rehab on (B)(6) 2020. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation completion. Correction b1: section was corrected from adverse event to adverse event & product problem. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions, the performance of the vad and diagnostic testing results. Correction b6: laboratory data was corrected to include diagnostic testing results. Correction h6: ime and imf codes were updated. FDA device code was corrected from a24 to a1412. Product event summary: (B)(6) was not returned for evaluation. The reported suction event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that the patient presented with shortness of breath and was in respiratory distress and was found to be tachycardic and febrile. The patient was intubated for respiratory failure and started on norepinephrine. The patient was also in septic shock and found to have metapneumovirus and methicillin-susceptible staphylococcus aureus pneumonia. The patient had high white blood cell count and creatinine levels, and it was noted that the patient had no urinary output at the time of foley catheter insertion. A chest x-ray showed multifocal pneumonia and the patient was given antibiotics. Continuous veno-venous hemodialysis was initiated, and the patient underwent multiple bronchoscopies. A computerized tomography (CT) for infectious source showed a left pleural effusion and large left lung empyema; the empyema was thought to be the cause of the sepsis. The patient had a left thoracotomy and complete decortication, wash out, and partial pleurectomy. They later underwent a tracheostomy and had a gastrostomy tube (g-tube) placed. A repeat CT showed a hemothorax, and alteplase was given. Later, the patient had a bronchoalveolar lavage which grew escherichia coli and bacillus; intravenous antibiotics were continued. A CT revealed a spontaneous retroperitoneal bleed which was embolized. The patient had bloody emesis, and an esophagogastroduodenoscopy revealed that the g-tube was too tight, causing the bleed. Also, necrosis at the thoracotomy site was noted; the patient was taken for debridement and wound vac placement. The patient then experienced presumed aspiration pneumonia and then had melena and bloody vomit associated with a bleeding ulcer from the g-tube. The patient tested positive for coagulase staphylococcus cephalus and was given meropenem, and the g-tube was replaced. The patient again experienced emesis, as well as rebound tenderness with abdominal pain. Several days later, tracheal staphylococcus aureus, serratia, and staph variance were found; antibiotics were continued. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia, respiratory dysfunction, infection, renal dysfunction, pleural effusion, and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, multiple factors may have contributed to the reported suction event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a computerized tomography (CT) scan revealed the patient experienced a hemothorax with minimal output, a thrombolytic medication was administered. Approximately one week later a repeated CT revealed a retroperitoneal(rp) bleed that appeared to be spontaneous, an embolization was done in interventional radiologist. Two weeks later patient had bloody emesis and an esophagogastroduodenoscopy (egd) showed a gastrostomy tube (g-tube) was too tight and caused the bleeding. It was also noted ten days later patient had melena and bloody vomit in which gastrointestinal showed bleeding ulcer from (g-tube). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.